Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed. The mfg records were reviewed and no complaint related issues were found. Subject device has been received and evaluated. Visual inspection revealed dings along thread, unable to verify thread with gage. Nicks and dings were also seen along shaft and diameter surface. Entry surface inside diameter also has scratches and marks on the surface. Device dimensions were to specification. Surface markings are from an unk cause based on DHR review, dimensions inspected, and unk cause, complaint is regarded as non mfg issue.

Event description:
It was reported during a tfn procedure there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hr. This is 1 of 10 reports for the same product.